Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Sc- 1110-02 (sn (B)(4)) the complaint in regard to overheating was not verified. The source of the complaint in regard to the infection could not be determined. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's pocket site developed infection. Redness and a very mild superficial cellulitis around the ipg site was noted. Antibiotics was prescribed for precaution.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician reported that the patient was experiencing burning sensation and suspected it was due to ipg overheating. It was noted that the ipg was working properly. The patient was doing well postoperatively.

Event description:
A report was received that the patient's pocket site developed infection. Redness and a very mild superficial cellulitis around the ipg site was noted. Antibiotics was prescribed for precaution.

Event description:
A report was received that the patient¿s pocket site developed infection. Redness and a very mild superficial cellulitis around the ipg site was noted. Antibiotics was prescribed for precaution.